Event description:
It was reported that an occlusion alarm occurred, and multiple previous occlusion events were noted. The customer's blood glucose level exceeded 500 mg/dl, and the continuous glucose monitor displayed "high." A correction bolus was delivered to address bg level and did not require third-party assistance. Reportedly, customer resumed insulin to resolve the issue.